Event description:
It was reported that the customer experienced a blood glucose (bg) level of 23mg/dl and possible cardiac issues. Reportedly, customer entered the incorrect pump basal settings from 12am-3am. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with dextrose and intravenous saline. Additionally, healthcare provider updated pump settings. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.